Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d4; g1; g4.

Event description:
Patient reported "simple cyst in mammary gland and significant amount of anechogenic homogeneous fluid content is visualized" confirmed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.